Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient presented with episodes of non-sustained rv oversensing via merlin.net. The patient was brought in-clinic. Review of the episodes revealed loss of capture. Increased hv lead impedance was observed. Assessing the patient's rv capture threshold was suggested. The patient will continue to be monitored with routine follow-up.